Manufacturer narrative:
The description of the event and the logfile sent provided a basis for the investigation. The suspected cockpit was not returned. The logfile was analyzed. The reported symptom could partly be confirmed as the logfile revealed that the internal monitoring of the device had detected a communication problem. The communication problem between the ventilator unit and the cockpit triggered two warmstarts in order to reestablish communication. The logfile shows that the communication problem can be traced back to sporadically missing access to hard drive. In case, the cockpit performs a warmstart as reported ventilation is not affected and safety relevant parameters are still being displayed on a supplemental display. The cockpit generates alarm and displays a hint to the just performed cockpit restart immediately after the restart is finished. The failure rate of the cockpit is accepted by the responsible project group. In case, the cockpit will be returned the investigation will be resumed. Further measures are not taken.

Event description:
Please refer to (B)(4).

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.